Event description:
It was reported by service report that the headend lift was drifting down. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result: faulty nut in the head-end lift motor.